Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that she is without stimulation. She is reportedly unable to receive therapy using any of her current programs. Effective stimulation was recaptured for the patient via reprogramming. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the lead.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance did not affect product integrity or product functionality and the product was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.